Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475cc breast implant and experienced deflation on the right breast implant. The deflation was discovered by the healthcare professional via exam. As a result, the patient had undergone explantation on (B)(6) 2018. There were no complications after the surgery. The patient was in a stable condition after the surgery. The replacement devices were saline smooth round mentor breast implants 650cc, filled to 675cc on the left breast implant and filled to 705cc on the right breast implant.

Manufacturer narrative:
On 10/16/2018, it was reported to mentor that the device history record (DHR) for the lot number 6766754 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On 11/16/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the reported device. However, at this point it is not possible to determine the root cause of such damage the crease. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).